Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. The atrial lead exhibited intermittent noise. No intervention was reported and the patient was stable. The patient would be monitored.